Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy. There was no sores, blisters, or open skin reported. There was no alleged device malfunction contributing to the irritation. The patient was in a facility and was first prescribed powder then a medicated cream. Follow up indicated the irritation improved and it was reported hydrocortisone was also used.